Manufacturer narrative:
An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, reddish material was observed inside the pebax and no physical damage was observed. The photo does not provide sufficient information related to the high force event reported by the customer and therefore no result can be obtained from it. The customer complaint regarding blood on the catheter's peek housing ¿pebax¿ was confirmed. High force event reported by the customer cannot be confirmed. Therefore, it is not possible to determine the root cause of the failure. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device evaluation summary was completed on august 25, 2020. The device was visually inspected. It was found with a kink on the shaft and dark color under the pebax. A second closer inspection was performed and the pebax was found damaged (hole) with foreign material inside. Then, magnetic sensor functionality was tested on the carto and the catheter failed. Error 106 was observed. A failure analysis was performed. The catheter was dissected and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force high was confirmed; however, the blood inside the pebax area which was found could be related to the pc board issue. This force issue is highly detectable by the physician. The root cause of the damage on the pebax and the shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab noted a hole on the pebax. Initially it was reported that during the procedure, there were high force readings and a "catheter proximity" error on the carto 3 system, though no other catheters were in the chamber when this thermocool® smart touch® sf bi-directional navigation catheter was in use in the left ventricle. The catheter was exchanged. This issue resolved. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The procedure was continued successfully. It was reported that the catheter was determined to be the root cause of the issue reported. The carto 3 system was operating per specifications. It was also reported that the initial catheter that was removed was then inspected and it was noted that there was blood inside the peek housing. A picture was provided which clarified that the reddish material was inside the pebax and not the peek housing. No physical damage was observed. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The foreign material inside the pebax was assessed as not MDR reportable as there was no damage to the pebax integrity observed. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for analysis and observed on july 28, 2020 that there was a kink on the shaft and the pebax was damaged with a hole with foreign material inside. The kink on the shaft was assessed as not MDR reportable. The device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hole on the pebax was assessed as an MDR reportable issue. The awareness date for this finding is july 28, 2020.